Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that by trying to get the 3.2 mm k-wire through the nail it was determined that there is a "stone" in the distal end of the nail. It was impossible to implant the nail by putting it over a k-wire in the medullary canal. It was also reported that the nail never came into contact with the patient. A 300mm nail was used instead of the 340mm nail to complete the procedure. There was a surgical delay of five minutes reported. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Additional product code for this report includes; hwc. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted. The product was received with debris blocking the cannulation inner diameter at the distal end of the nail. The report indicates that the device material tialb with niton 06 was verified and passed. Complaint visually confirmeddevice was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.